Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m255 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m255 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photographs are still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The nurse states she noticed a leak at the beginning of the treatment after 100ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. The customer will return photographs for investigation.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit was not returned. Review of the customer provided photographs verify the reported drive tube leak as blood splatter is visible on the centrifuge chamber wall. Further review of the photographs shows the drive tube is twisted and no longer secured into the upper and lower drive tube bearing retainer clips. A blood leak is visible coming from the twisted section of the drive tube. A known cause for a damaged drive tube is if the drive tube bearing is not securely installed into its retainer clip during installation of the kit by the end user. A material trace of the drive tubes used to build lot m255 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The root cause of the drive tube leak was most likely due to the drive tube bearings not being secured into the retainer clips during installation by the end user. No further action is required at this time. This investigation is now complete. (B)(4) 08-oct-2024.